Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. (A se 2240 indicates a large amount of air has entered setup). The home patient(hp) confirmed he was connected at the time of the alarm and was unsure if the patient line was fully primed prior to starting initial drain. The hp confirmed he would restart therapy with new supplies. The technical service representative advised the hp to notify the peritoneal dialysis nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable due to incomplete priming. The nurse stated that they found that the patient was not priming the patient line completely to the top and when he connected, it was getting air in the line. The homechoice apd systems patient at-home guide instructs users to check the proper priming in patient line; and explains proper procedure for repriming. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).